Event description:
Same case as MFR report#: 2134265-2010-05459. It was reported that during a stenting treatment procedure, a shaft fracture, stent dislodgement and dissection occurred. The 80-90% stenosed eccentric de novo lesion measuring approximately 3.0mm in diameter and 60mm in length was located in a severely tortuous and severely calcified proximal right coronary artery (rca). The lesion was predilated with an unspecified device. Then a promus element of unknown size was implanted in the lesion. A 3.0x32mm promus element was advanced to the lesion, but resistance was felt and the device caught on the previously implanted stent. The physician pulled hard in an attempt to remove the device and the shaft of the stent delivery system fractured approximately 10cm from the distal end of the device and the stent dislodged. A type d dissection in the rca also occurred while attempting to remove the device. The patient was sent to bypass surgery to remove the 10cm of the shaft, retrieve the stent and repair the dissection. No further patient complications occurred. The patient status is listed as stable. Upon review of the cine, a dissection was noted after placement of the guide catheter. The promus element stent that was initially deployed first in the lesion was shortened in the proximal third of the stent where it was interacting with the guide catheter. Upon placement of this stent the dissection appears to progress distally to the mid rca. This device is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).